Manufacturer narrative:
All information reasonably known as of 29-nov-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 28-nov-2022 stating "it was not sure how many times the user had administered nutrition" by the time the incident occurred. There were no reports of injury nor medical intervention.

Manufacturer narrative:
The device history record for the reported lot number, 30148032, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was received without the original packaging. No stylet wire received. The incident reported was confirmed per sample evaluation, there was damage/ splitting of tubing below the y-connector, the entirety of tubing was unable to flush. When trying to flush the device from the split opening on the tube with syringe, resistance was felt while flushing. Materials appeared stuck inside the tube and was unable to be flushed out of the tube after multiple attempts. There was also another split/tear identified approximately at the 20cm marking with a ballooned shape of the tube. A review of the instructions for use (IFU) indicated the following: tube maintenance: follow your institution/facility/hospital protocol or clinician¿s order. It is recommended the tube be irrigated every 4 hours with up to 20 ml of water (up to 10 ml for infants or children) before and after medication administration or when feeding formula is interrupted. Warning: vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube. The feeding tube should be monitored, regularly assessed, and replaced when clinically indicated based on functionality and patient condition. Root cause could not be determined. All information reasonably known as of 27-nov-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 22-nov-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported " an alarm rang and it was found that ng tube was clogged. A nurse tried to flush the ng tube with lukewarm water using 10cc syringe, but the water did not run. After flushing the tube a few times, the tube was torn under y-connector. Another tear was found around at 20cm. Also the area was stretched."